Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported during a trial lead procedure, the patient stopped breathing. The patient was given narcan. The patient then started breathing again. However, the procedure was abandoned.